Event description:
During a pci treatment procedure, the quantum maverick monorail 12x3.5 mm balloon ruptured at 18 atms. Details regarding the lesion being treated were not provided. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as `good.'